Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. Upon removal from the packaging, the 5max ace catheter was found ovalized and was not used. The procedure successfully continued using a new penumbra system 5max ace reperfusion catheter.

Manufacturer narrative:
Result: the 5max ace was ovalized in the distal shaft approximately 0.7 and 3.0 cm from the distal end. Conclusion: the complaint has been evaluated. The complaint indicated that the 5max ace had a "crimp" prior to use. Evaluation of the returned device confirmed that the 5max ace was ovalized. This type of damage typically occurs if the device is improperly handled during removal from the packaging. If the device is removed at an angle and force is applied, it is likely that damage will occur. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.